Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced, three infusion set fell off issue during use, on (B)(6) 2026. No further information is available.